Manufacturer narrative:
Results: scale required calibration.

Event description:
It was reported by service report that the bed will not zero and the alarm would not set. There was pt involvement, however, no adverse consequences are reported.